Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath peeled down on one side between two and four centimeters and the wing and part of the sheath broke off. The physician used a hemostat tool to pull and cut through of the sheath to be able to finish placement.